Event description:
The catheter was inserted into the lower left saphenous vein in 2005. The site was prepped with pvp solution and the hub was secured with opsite transparent dressing. The catheter was flushed with 0.5 ml of heparin using a 3 cc syring. Five days later the clinician attempted to remove the catheter and was only able to remove 5cm of the catheter tubing. A warm compress was applied to the entire leg, the clinician was still unable to remove the catheter tubing. The pediatric surgeon performed a cut down procedure to retrieve the remaining catheter tubing.